Event description:
It was reported when using the bd pyxis medstation es system drawer did not detect on communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer was not showing in the application. A field service engineer replaced bus communication bus controller cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.